Event description:
Procedure: aortic graft. According to the reporter: the customer reports that the tip of a suture needle broken off during suturing the aortic graft. This is a double needle pack, the other needle of the same suture broke off when the surgeon pulled the suture off. The suture belonged to either one of the lot # d4h0750x or d4j0834x. The samples are not being returned, they were discarded by the customer. The tip of the needle fell into patient's cavity but an x-ray was performed and showed no trace of it. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Follow up with the account confirmed that the x-ray was only performed to ensure there wasn't material left in the patient and would not have otherwise been done.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: lot and device expiration date: lot: d4h0750x, expiration: august 31st 2019; lot: d4j0834x, expiration: september 30th 2019. Device manufacture date: lot: d4h0750x, manufactured: august 1st 2014; lot: d4j0834x, manufactured: september 1st 2014.